Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that he had been experiencing high blood glucose. Customer was unable to change the user settings. During troubleshooting, customer mentioned his blood glucose went up to 600 mg/dl and the 25 unit of insulin that he gave himself did not bring down the blood glucose. Customer's blood glucose at time of call was 335 mg/dl. Customer was assisted in performing a self test, customer reported the device turned black during the self test, the self test passed. After troubleshooting, customer was advised to monitor the insulin pump and contact his healthcare professionals regarding his high blood glucose. Customer will not be returning the device for analysis.